Manufacturer narrative:
During revision surgery to exchange the poly inserts, it was observed that the poly inserts would not lock into the tibial tray. Conversion to an off-the-shelf knee implant system occurred. Review of the device history record indicates that the device was manufactured to specification.

Event description:
During revision surgery to exchange the poly inserts, it was observed that the poly inserts would not lock into the tibial tray. Conversion to an off-the-shelf knee implant system occurred.